Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he lost consciousness and was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl. The customer was then hospitalized a second time, on (B) (6), 2010, also for high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.